Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient went to the clinic with the complaint of red heart alarms. The patient reported that while connected to the power module, and when she lies down, she experiences alarms. During review of the patient's event history, low speeds were noted. It was reported that the event was reproduced during the clinic visit. The reductions in speed occurred with movement and also with manipulation of external driveline; however, there were no alarms. X-rays of the patient's driveline were taken and her system controller was exchanged. An external percutaneous lead replacement will be requested when the hospital has a room opening and is able to admit the patient for the repair. The patient was discharged and was advised to sleep on battery power and to report any further alarms or issues. The patient was given a modified patient cable a couple of weeks later. The distal end of the percutaneous lead was replaced and the patient remains ongoing.

Manufacturer narrative:
The pump is still in use supporting the patient; however, the replaced portion of he percutaneous lead was returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.